Event description:
It was reported that the lead exhibited high impedances and thresholds, noise, and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) sensing - oversensing (B)(4) many short vhr episodes recorded, appearing to be non-physiologic (B)(4) noise - interference/noise (B)(4) 48,484 non-physiologic senses recorded post lead warning on (B)(6) 2011. (B)(4) impedance - high ventricular impedance/resist (B)(4) over 1,000,000 high impedance paces recorded post lead warning on (B)(6) 2011.

Event description:
It was reported that the lead exhibited high impedances and thresholds, and noise and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.